Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle experienced failure of product to contain blood. The following information was provided by the initial reporter: the customer stated ¿during blood collection, the patient's blood quickly gushed out from the place where the blood collection needle was connected to the needle holder, and contaminated the blood collection platform." No blood exposure to health care worker was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-29. H6: investigation summary: bd received 1 samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for blood leakage with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for blood leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle experienced failure of product to contain blood. The following information was provided by the initial reporter: the customer stated ¿during blood collection, the patient's blood quickly gushed out from the place where the blood collection needle was connected to the needle holder, and contaminated the blood collection platform." No blood exposure to health care worker was reported.